Event description:
At approx five minutes into a pt treatment, a bloodline was damaged in the blood pump. Staff immediately stopped the blood pump. Staff returned the pt's blood, replaced the bloodlines and restarted treatment. Treatment was completed without further incident. The blood loss was estimated at less than 10 ml. The pt sufferred no ill effects and required no medical intervention.